Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and found a worn roller pump tubing and the r2 syringe¿s movement was poor. Fse replaced the roller pump tubing and r2 syringe. Additionally, fse replaced the sample probe valve as suggested by technical support. Fse performed verification with no additional issues. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event; however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low c-reactive protein (crp) and blood urea nitrogen (bun) patient results on their au680 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. Quality control (qc) results were within laboratory¿s established range prior to the event. The customer did not provide patient demographics. The customer verbally provided data for one (1) patient.